Event description:
It was reported that during a procedure, the console prompted courtesy error message code 1302 (laser power too high) when attaching the fiber. The procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, the console prompted courtesy error message code 1302 (laser power too high) when attaching the fiber. The procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the flash lamp and calibrated the laser. The laser console passed full functional and electrical safety testing. When a flash lamp is installed, a counter is set to track the usage of the lamp. The fse replaced the flash lamp and reset the counter, which resolved the issue. Based on the analysis results, the reported error message was confirmed as replacing the flash lamp resolved the issue. The worn-out flash lamp is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.